Event description:
It was reported that the customer received multiple occlusion alarms. Customer's blood glucose level was impacted. Reportedly, the cartridge had been in use for 12 days.

Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Additionally, the t:slim pump user guide states: "use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over-infusion or under infusion and may cause serious injury or death." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.